Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12816. It was reported the patient¿s left s1 drg lead had migrated. The issue was confirmed via x-rays. The patient had a fall in 2018 and lost effective coverage. It is unknown which lead has migrated, as such both leads are being reported. Surgical intervention may take place at a later date.